Manufacturer narrative:
The ventilator was examined on-site by the hospitals biomedical engineer. One battery was replaced, the device logs were downloaded and the ventilator was returned to service. According to the hospital, two batteries were inserted at the time but one battery was returned for investigation together with the device logs, since the other one was defined as fully functionally by the hospital. Logs from two ventilators (serial number (B)(4) and serial number (B)(4) were received). The reported ventilator s/n (B)(4) did not have the described scenario in the logs, but the scenario was found in the logs for the ventilator s/n (B)(4). Therefore we have changed. The returned battery has been found functioning normally. The perception by the customer is that the ventilator first used battery power from one battery and later the second is incorrect. All inserted batteries are used concurrently and when the low voltage alarm is generated, it implies that all battery power has been used and all batteries depleted. The displayed battery time for each battery at the start of ventilation cannot be read in the logs therefore the reported time for each battery cannot be confirmed but a passed battery switch test during pre-use checks implies battery power use of a minimum of 10 minutes. The ventilator was run on batteries for 30 minutes before the first shutdown due to depleted batteries. The second shutdown while running on same batteries without charging them was also due to depleted batteries. (B)(4).

Event description:
It was reported that before start of ventilation both batteries was fully charged battery and showing approximately 30-40 minutes in the status menu. After the ventilator has empty the first battery approximately 30 minutes and switched over to the next battery it was suddenly empty. The battery showed a reasonable capacity but in the test showed that the battery was empty when it should be used. There was no pt involved.

Event description:
It was reported that the ventilator turned off while running on batteries, during a test of a battery. It was further stated that prior to failure, the battery's capacity was 30 minutes. There was no pt involved. (B)(4).

Manufacturer narrative:
A service engineer has been on-site and started the investigation. A supplemental medwatch report will be submitted when the investigation is completed.